Event description:
Reportable based on analysis completed on 20 november 2018 it was reported that there was difficulty inserting the closure device into the access sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) was selected. The wds was being introduced to the was, but would not pass through the valve which caused damage to the wds. The valve was completely opened as blood flow was coming out through the valve. Both devices were replaced and the procedure was completed. There were no patient complications noted during the procedure. However, the device analysis revealed inner liner delamination. Device eval by manufacturer: returned product consisted of the watchman access system. The valve was closed when received and the device was bloody. The sheath, tip, and valve(hub) was microscopically and visually inspected. Inspection revealed numerous kinks in the sheath, and tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing could not be performed with the related device, due to damage to the wds, so a lab supplied wds was used for functional testing. The lab supplied wds advanced smoothly and without issue though the complaint device.